Manufacturer narrative:
Inspection indicates a weldment point on the recline actuator mounting bracket having broken away. This weldment is where the recline actuator is secured, and in whole, is attached to the seat frame. It was reported when this component broke, it allowed the back hinge to no longer remain upright as the recline actuator was no longer secured. No injury was reported to have occurred as a result of this event. This is a known failure mode and following an investigation, permobil concluded no unusual or significant deterioration of the components were detected and the recline actuator and suspect bracket met acceptable performance margins and replacement components were approved for distribution. The dealer has been supplied approved parts to perform the repair of the wheelchair. Note: to assess the full impact of this failure mode, CAPA (B)(4) has been opened to further investigate, correct and monitor effectiveness. The DHR for this device has been reviewed and the wheelchair met specification prior to distribution.

Event description:
Received report of a component failure to where the bracket which the recline actuator attaches had broken allowing the backrest to no longer hold an upright position. No injury was reported as a result of this event.